Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison with I-stat vs stago. The patients were on coumadin only. There was no patient information available at the time of this report. I-stat: 5.5, stago: 3.36, diff.: 2.14; 4.4, 3.3, 1.1; >6, 4.6, unk; 4.5, 3.4, 1.1; 4.3, 3.5, 0.8; 4.7, 3.0, 1.7; 4.3, 3.3, 1; 4.7, 3.4, 1.3. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.